Event description:
It was reported that the user experienced nocturnal low glucose after dinner, attributing it to receiving too much insulin for dinner announcements, and treated the event with approximately 35 grams of fast carbohydrates when a continuous glucose monitor showed a low value of 44 mg/dl. Symptoms included hypoglycemia with associated dizziness and shaking. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient information to determine a device component involvement or a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.